Event description:
The reporter contacted lifescan on behalf of the pt alleging that her one touch ultrasmart meter was prompting the error 5 message. The medical affairs specialist spoke with the reporter to obtain add'l info. The meter started prompting the error 5 message in 2004. The pt had been unable to test intermittently on the reported meter due to error 5 prompts. Her blood glucose levels had been reading erratically and she was admitted to a hospital. Upon her admittance, her blood glucose level had been over 300 mg/dl. The reporter was unable to provide results obtained on the reported meter prior to the hospitalization. She had maintained her novolin n insulin and metformin throughout the time of concern. Since the humulin n insulin was based on a sliding scale, it was not taken when she was unable to obtain a blood glucose reading. She was diagnosed with an infection and admitted . The pt also had symptoms of high blood pressure, weakness, and dehydration. The reporter did not allege harm. There is insufficient info to suggest that the pt experienced injury and medical intervention due to the meter. It would have been helpful to know the results obtained on the reported meter prior to being admitted to the hospital. The customer care representative (ccr) verified that the pt had been using correct testing technique and her test strips were in good condition. The ccr walked the pt through a retest and the meter prompted the error 5 message. Based on the info supplied by the reporter, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.